Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0mx12, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that he had the device for a short time and it did not work very well/ it never really worked. It was determined that the wire broke so the system was replaced. The patient was in discomfort for an entire year. He was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.